Event description:
It was reported that the patient experienced pain at the ipg site following weight loss. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.